Event description:
It was reported to medtronic minimed that the customer reported that the insulin pump had a possible under-delivery anomaly. Troubleshooting was not performed. The customer reported no adverse event. The event involved product(s) mmt-1880. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1880 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08715 inches. No under-delivery anomaly was noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, peeling end cap address label, and pillowing keypad overlay.the pump passed all functional testing. Under-delivery and high bg anomalies are not confirmed. Cracked battery compartment is confirmed. The pump history file lists zero (0) boluses on the event date, 7/15/2024. Please see below for the daily total of all insulin delivered on the event date, 7/15/2024: 07/16/2024 00:00:00.000 daily total sg670 (63) daily total collection starttime: 07/15/2024 00:00:00.000. Daily total of all insulin delivered: 250250 (25.025 u). Daily total of basal insulin delivered: 250250 (25.025 u). Daily total of bolusi nsulin delivered: 0 (0 u). There were no auto suspend events on the event date, 7/15/2024.there were no user suspend events on the event date, 7/15/2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.